Manufacturer narrative:
Device mfg date not available. Analysis of suspect handle found physical damage to the straight ratcheting handle. Impact cap of the handle was broken off. The broken impact cap didn't affect the functionality of the handle. All functions of the handle functioned normally without failures. This issue has been added to a hardware anomaly database for trending and monitoring. A new handle was sent to the site for issue resolution.

Event description:
A medtronic representative reported that during a spinal surgery, the silver cap on the back of a ratcheting handle came off while the surgeon was malleting on the handle using the thoracic probe. No patient impact. Delay less than an hour.